Event description:
It was reported that the patient received inappropriate therapies. The r-wave amplitude had decrease, as well as the pacing lead impedances. X-ray revealed lead dislodgement. As such, the lead was repositioned.

Event description:
New information stated that lead fracture was noted via x-ray. Lead remains implanted.

Manufacturer narrative:
No medwatch form was received.